Event description:
Report received of no audible alarm tones. The device was returned to the biomedical engineering department with an unsigned note that stated, "pump audio out." No tracking information was provided, therefore, specific pt information, pump programming, or event details were not available. During testing by the user facility, while on the low volume setting, the alarm tones were "scratching, intermittent sounds that were barely audible." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.